Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned tasp exhibits signs of repeated use and the post feature has fractured off, all pcs returned. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the item was broken during the return process in the warehouse following surgery. The item was not broken in surgery and had no impact on patient. Both fractured parts were returned.